Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It is unknown if the patient was hospitalized for the event. It was reported that the patient received an unspecified outpatient treatment for the event. The patient was recovering from the event. The action taken with extraneal and physioneal therapies was not reported. No additional information is available.